Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 patient underwent MRI lumbar spine. Impression: bilateral l5 spondylolysis with intervertebral disc space narrowing at the l5-s1 level and 12 mm anterior subluxation of l5 on s1. On (B)(6) 2007 patient underwent MRI lumbar spine. Impression: bilateral spondylolysis of l5 with a 10mm grade 1 anterior spondylolisthesis of l5 on s1. Associated broad based foraminal disc protrusion right greater than left impinging on exiting l5 nerve roots. Central annular tear and mild bulge without stenosis l4-5. On (B)(6) 2007 patient presented for follow-up and reported deep, persistent and frequently present back and right leg pain. On (B)(6) 2007 patient presented for follow-up and reported back and right leg pain. On (B)(6) 2007 patient presented for follow-up and reported severe right leg pain. On (B)(6) 2008 patient presented for follow-up and reported back pain. On (B)(6) 2008 patient underwent laminectomy of l5, laminectomy of s1, fusion of l5-s 1, instrumentation, interpretation fluoroscopy, bone graft harvesting, and dural repair. Procedure: utilizing appropriate instruments the lamina was centrally and laterally removed completely and the foramina at l5. Laminectomy at s1 was undertaken. Working centrally and laterally, completed the laminectomy by performing foraminotomies at s1. Posterolateral fusion at l5-s1 was undertaken. The transverse processes in the sacral ala were decorticated. The bone morphogenic protein was placed bilaterally. Bone graft was harvested and evenly distributed at the l5-s1 level. No complications were reported. Patient also underwent retroperitoneal exposure. No complications were reported. On (B)(6) 2008 patient presented for wound check and reported (B)(6) infection. On (B)(6) 2008 patient presented for wound check. On (B)(6) 2008 patient underwent x-ray lumbar spine "ap and lat." Conclusion: hardware in good position with progression of fusion. Patient presented for wound check. On (B)(6) 2008 patient presented for follow-up and reported pseudomonas pneumonia. On (B)(6) 2008 patient presented for follow-up and reported back soreness and some neck pain. Patient underwent x-ray lumbar spine. Impression: postoperative changes of l5-s1 interbody graft and anterior fixation hardware. Fixation screw right l5-s1 facets and bilateral l5-s1 level bone graft. Persistent grade 1 spondylolisthesis of l5 on s1. No evidence of hardware complication. On (B)(6) 2008 patient underwent x-ray lumbosacral spine, three views. Impression: postoperative change at l5-s1. On (B)(6) 2008 patient underwent x-ray for back pain. Assessment: status post fusion. On (B)(6) 2008 patient underwent x-ray lumbar spine, 2 views for right shoulder pain. Impression: 1 cm anterior subluxation of l5 on s1 with evidence of l5-s1 fusion.